Event description:
It was initially reported that the patient had experienced visual hallucination and disorientation. The neurostimulator was reprogrammed and the patient symptoms were resolved without sequelae on 2010 (B)(6), more than six and a half months prior to the report. Less than four months later, it was reported that the event was not due to a serious adverse device effect (sade). One week later, it was reported that the patient had experienced delirium due to bad tolerance to device's programming parameters. Three days later, it was reported that reprogramming with the changing of parameters was done as an intervention. Device interrogation showed no abnormal results. CT scan without contrast, lab work, and other testing showed no abnormal results. Signs/symptoms associated with the event were gait worsening, disorientation, alteration of behavior. More than two months later, it was reported that the event was due to programming with final programming date being one week prior to the patient outcome was resolving without sequelae. The event was also related to device or therapy, but not to implant procedure. Severity of the event was marked as moderate. One year and seven months later it was reported that there were physical and psychological side effects from programming parameters.

Manufacturer narrative:
(B)(4).